Event description:
It was reported that the insulin was leaking from the side reservoir. The customer stated that the leak occurred during the change of the reservoir, before it was inserted into the insulin pump. During visual inspection the customer noted that there was a crack down the side of the reservoir. The customer also stated that the insulin pump alarmed no delivery but it was resolved by a complete change of reservoir and infusion set. The customer's blood glucose was 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.